Event description:
It was reported that after the procedure and measurements were completed, the programmer spontaneously turned off and would not turn on again. The programmer is expected to be returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.